Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The hospital this instrument was returned from was: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and has one ball bearing disassembled / missing. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an instrument missing ball bearings was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03627, 0001822565-2022-03628, 0001822565-2022-03629, 0001822565-2022-03630, and 0001822565-2022-03631. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.